Event description:
It was reported that the patient experienced a shocking sensation when attempting to increase stimulation, and have not increased the program percentage since. The patient declined any program optimization due to other non-device related issues.